Event description:
It was reported that the device was used during a vats lobectomy procedure. The device was spitting clips. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.